Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that based on preoperative biometry measurement a 13.0 d intraocular lens (iol) was implanted to a patient, but the postoperative measurement resulted to be of 24.0d. Therefore the surgeon performed a new surgery to explant the 13.0d iol and implanted a 24.0 d iol. The patient's symptoms are resolved. Add'l info has been requested.